Event description:
Ez io hub broke when attempting to d/c the device from right tibia per manufacturer's recommendation. Extraction of the needle from the tibia was done via sterile hemostat with moderate difficulty. Needle appeared to be intact and there were no further complications.what was the original intended procedure?discontinuation/removal of the ez io vascular access system from the patient.device #1is this a laboratory device or laboratory test?no.